Manufacturer narrative:
On (B)(4), svn#: (B)(4) - customer returned pump for an alleged battery cap contact missing/damaged found on 18-mar-2023. The pump was received with a cracked battery tube threads and a cracked case behind the pump near the battery tube compartment. The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08625 inches. However, the pump had a high sleep current measurement. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 18-mar-2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date 18-mar-2023 listed on smartsolve. Dailytotalcollectionstarttime: 03/18/2023 00:00:00.000, dailytotalofallinsulindelivered: 312000 (31.2 u), dailytotalofbasalinsulindelivered: 124000 (12.4 u), dailytotalofbolusinsulindelivered: 188000 (18.8 u). 03/18/2023 00:48:19.000 normalbolusdelivered (220), bolusprogrammingmethod: boluswizard (1), normalbolusamountprogrammed: 16000 (1.6 u), bolusamountdelivered: 16000 (1.6 u). 03/18/2023 01:41:13.000 normalbolusdelivered (220), bolusprogrammingmethod: boluswizard (1), normalbolusamountprogrammed: 16000 (1.6 u), bolusamountdelivered: 16000 (1.6 u). 03/18/2023 07:54:10.000 normalbolusdelivered (220), bolusprogrammingmethod: boluswizard (1), normalbolusamountprogrammed: 11000 (1.1 u), bolusamountdelivered: 11000 (1.1 u). 03/18/2023 10:33:05.000 normalbolusdelivered (220), bolusprogrammingmethod: boluswizard (1), normalbolusamountprogrammed: 28000 (2.8 u), bolusamountdelivered: 28000 (2.8 u). 03/18/2023 17:35:01.000 normalbolusdelivered (220), bolusprogrammingmethod: boluswizard (1), normalbolusamountprogrammed: 65000 (6.5 u), bolusamountdelivered: 65000 (6.5 u). 03/18/2023 21:40:19.000 normalbolusdelivered (220), bolusprogrammingmethod: boluswizard (1), normalbolusamountprogrammed: 20000 (2 u), bolusamountdelivered: 20000 (2 u). 03/18/2023 23:52:11.000 normalbolusdelivered (220), bolusprogrammingmethod: boluswizard (1), normalbolusamountprogrammed: 32000 (3.2 u), bolusamountdelivered: 32000 (3.2 u). In further full review of the pump history/traces on the event date of 05-oct-2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date 05-oct-2023 listed on smartsolve. Dailytotalcollectionstarttime: 10/05/2023 00:00:00.000, dailytotalofallinsulindelivered: 202000 (20.2 u), dailytotalofbasalinsulindelivered: 119000 (11.9 u), dailytotalofbolusinsulindelivered: 83000 (8.3 u). 10/05/2023 07:10:57.000 normalbolusdelivered (220), bolusprogrammingmethod: boluswizard (1), normalbolusamountprogrammed: 33000 (3.3 u), bolusamountdelivered: 33000 (3.3 u). 10/05/2023 17:56:07.000 normalbolusdelivered (220), bolusprogrammingmethod: boluswizard (1), normalbolusamountprogrammed: 13000 (1.3 u), bolusamountdelivered: 13000 (1.3 u). 10/05/2023 20:14:37.000 normalbolusdelivered (220), bolusprogrammingmethod: boluswizard (1), normalbolusamountprogrammed: 22000 (2.2 u), bolusamountdelivered: 22000 (2.2 u). 10/05/2023 23:44:08.000 normalbolusdelivered (220), bolusprogrammingmethod: boluswizard (1), normalbolusamountprogrammed: 15000 (1.5 u), bolusamountdelivered: 15000 (1.5 u). The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. There were no unexpected pump errors/alarms noted 1 week prior to the event date 05-oct-2023 in the formatted history file. Please see below for pump errors/alarms noted 1 week prior to the event date 18-mar-2023 in the formatted history file.  Insert battery alarm was recorded and found in the formatted history file on: 03/16/2023 17:30:32.000. Low battery alert was recorded and found in the formatted history file on: 03/16/2023 17:27:00.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts noted during the testing. Earliest power data available per the power management tool/detail trace file is on 21-oct-2023 at 5:00:58 am. There was no power data available for the date of 16-mar-2023. Unable to check power data for low battery alert. No unexpected low battery alert noted during testing. No power error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm were found in the history files or traces for the event date 05-oct-2023. The pump was cut open to perform visual inspection and found slight corrosion on the pcba 1, pcba 2 and vibrator assembly noted. No corrosion or moisture damage found on the force sensor and motor assembly noted. ¿ the original pcba 2 was cleaned, installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was cleaned, installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. A high sleep current measurement (unexpected battery power loss) was confirmed due to slight corrosion on the pcba 1. The pump was received without a battery cap installed. Unable to confirm battery cap contact missing/damaged due to pump received without the original battery cap. A test battery cap locks securely into place. The pump was received without a battery installed. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a scratched case and a serial number label fading. Cosmetic damage was confirmed at the battery compartment. Unable to confirm battery cap contact missing/damaged due to pump received without the original battery cap. Battery cap contact missing/damaged was unknown. Unable to verify customer alleged for low bgs. A high sleep current measurement (unexpected battery power loss) was confirmed due to slight corrosion on the pcba 1. During visual inspection, slight corrosion was also found on the pcba 2 and vibrator assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 30 mg/dl. Troubleshooting was performed and found that the customer has treated the low blood glucose event with food and emergency medical service. It was found that the customer was using the pump within 48 hours of the reported event and it was unknown whether the auto-mode feature was active. The customer it was also reported that the crack at the battery compartment. No further patient complications were reported. The customer will discontinue the use of the insulin pump and revert to the backup plan as per healthcare professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.